Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having trouble with charging the implant since (B)(6) 2020. Patient reported they called medtronic and was told they will need a new ins and since then they couldn't get anyone to answer the phone due to covid. Patient states today had been working with a rep via text to charge implant and now getting the warning por message on the pp screen. Patient states he sent a picture to rep with por message and rep told him to call ps for assistance. Patient was advised to work with health care provider and manufacturer representative.